Manufacturer narrative:
G2: this event occurred in canada, see e1-e3. H3, h6: the returned tracker was analyzed. It was very worn with many nicks and scratches. The center screw was missing from the face of the tracker. Both side tabs stuck somewhat, causing a small amount of difficulty inserting a known good instrument. Otherwise, with markers attached and fully seated, the tracker displays good geometry and divot error readings with normal tracking and verification. Codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the instrument would not verify. The manufacturer representative (rep) attempted to switch the sphere on tracking. The rep also checked that the sphere was seated properly, and the camera could view the tracker. A different instrument was tried to be put on a different tracker, and it verified immediately. When placing a different instrument on the affected tracker, the instrument would not verify. It was determined that the geometry or shape of the tracker was damaged. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.